Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter read inaccurately erratic. The pt tests her blood glucose 3-5 times a day. The pt takes unspecified pills for her diabetes. The reporter was unable to provide any info regarding the pt's medication regimen. The reporter indicated that the pt woke up the day before, at 5:06 pm with symptoms of being incoherent and shaky. He stated that she was "out of it". Since the reporter did not know what was going on, he called paramedics. When the paramedics arrived around 6 pm, they tested the pt's blood glucose with an emergency medical services (ems) meter and got a result of "38 mg/dl". The paramedics treated the pt with orange juice with 3-4 tablespoons of sugar. After her symptoms were relieved, the reporter denied that the pt's blood glucose was retested. The reporter did not know what meter readings the pt obtained earlier that day. He also did not know what actions the pt took before the symptoms developed. However, he believes the meter's inaccuracy contributed to the pt's hypoglycemic event. Through troubleshooting, the customer service rep (csr) determined that the reported meter was not coded correctly. The reporter informed the mss that the pt had never coded the meter before and was never aware that the device had to be coded. The meter, test strips, and control solutions were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms and received medical treatment from paramedics after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.